Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they went inside the pool while wearing the insulin pump and the bottom part of the display screen was blacked out. Customer advised the insulin pump was cracked and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments / partial display due to blank display. Device received with cracked case on the back at the battery tube area and battery tube threads.